Event description:
It was reported " possible helium loss 2 alarm. Iab removal due to persistent alarms". Additional information states that the iab was replaced into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the product was not returned for investigation. The customer submitted photo was reviewed. The photo shows the ac3 iab pump display screen with the "possible helium loss 2" alarm, which is consistent with the reported event. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to re-lease. The reported complaint for the "persistent helium leak alarms" is confirmed based on the cus-tomer provided photo with the complaint report. In the photo, "possible helium loss 2" alarm was noted on the ac3 iab pump display screen. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the helium loss alarm. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported possible helium loss 2 alarm. Iab removal due to persistent alarms. Additional information states that the iab was replaced into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).